Event description:
During CT pulmonary artery which required injection of IV contrast with use of a power injector ( at 4.5 ml/sec), the IV extension tubing ruptured at approximately the midpoint. The exam was halted and new extension tubing was placed; there was no adverse outcome to the patient.